Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor was displaying a service code 102. The cause for the failure was isolated to contamination inside of the monitor on the u20 component. The root cause for the contamination was ingress of an unknown liquid.. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 102.